Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) level was 680mg/dl. Customer administered a manual injection to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.